Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred. It was also noted that air had not been removed during flushing in the preparation phase. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. Investigation results: device analysis findings: the complaint device was not returned for analysis; therefore, a technical analysis could not perform device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instruction following a review of the reported event details, available information, and product record review. Since the device is not designed to withstand the forces that could be encountered when advancing while rotating, this condition could contribute to causing a failure that led to a decrease in image quality or a total loss of image. According to the IFU indications, the mdu shall remain off when inserting the device into patient's body. For the reported entrapped air, the cause is cause not established since the device was not returned for product analysis, therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation, or not following the correct instructions during the procedure could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, image loss occurred. It was also noted that air had not been removed during flushing in the preparation phase. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.